Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago.

Event description:
It was reported that the patient was experiencing pain at the ipg site and also noted that the ipg had protruded more compared to when it was initially implanted. The patient was prescribed with norco and lidocaine cream.